Event description:
Pt receiving flolan via cadd-1 pump. Admitted to med ctr. While in hosp, tubing came apart at hub (blue end). Pt noted pulmonary hypertension symptoms had increased and noted tubing was not connected.